Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute complication of either of these conditions. In addition, the treatment reported by the patient correlates with the allegedly high results. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue began on (B)(6) 2014 and reported obtaining a result of 11.3mmol/l on the subject meter, which she felt was inaccurately high in comparison to a result of 5.4mmol/l obtained on an optium xceed meter. The two tests were reportedly performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes with a combination of oral medication, diet and exercise and claimed that, in response to the allegedly high results, she had consumed less food or drink for ¿one month¿. The patient claimed that she had suffered from ¿some eye problems¿ on an unspecified date, but stated that she did not associate this with the allegedly high results. The patient reported that on (B)(6) 2014, she visited the doctor¿s office where she had the dose of her metformin increased from 500mg to 1500 mg and also had trajenta 5mg added to her treatment. The patient also reported that on (B)(6) 2014, at 07:30 she had a blood test performed on a lab device which gave a result of 4.6mmol/l. During troubleshooting, the cca noted that the meter had been set to the correct unit of measure, an approved sample site had been used and that the patient had followed the correct testing procedure. The patient did not have control solution available to perform a control solution test. Replacement products were sent to the patient.